Event description:
Healthcare professional reported right-side "deflation" and "exchange from textured to smooth implants due to the patient's concern with the product". Device was explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe.

Event description:
Healthcare professional reported left-side "deflation" and "exchange from textured to smooth implants due to the patient's concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.